Manufacturer narrative:
(B)(4).

Event description:
Information was received on (B)(6) 2015 from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a loss or change of therapy, stating she does not feel stimulation and wants to increase the stimulation. It was determined that the ins was off and at 0.0 volts. The patient turned the ins on and increased to 0.8 volts and could feel the stimulation. Additional information received from the consumer on (B)(6) 2016 reported that it was a device issue. The patient thought that it just went off. Maybe it was activity level and the batteries needed to be changed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient thought the circumstance that led to the device being turned off was a programming issue, but it was working fine now.